Event description:
It was reported that a manufacturing representative was emailed by a healthcare professional (hcp) about a patient that had high impedance on one of their contacts. The reporter stated the patient had a deep brain stimulation and was going to have electroconvulsive therapy (ect) done. The reporter stated there was high impedance on one of the contacts and wanted to know if that would affect the ect. It was noted the hcp would zero out the implantable neurostimulator (ins) and turn it off. Additional information received reported the patient had a ventral intermediate nucleus deep brain stimulator for essential tremor and the patient had severe depression requiring ect. The reporter stated that one contact was showing high impedance despite effective stimulation using another contact. The reporter further stated they were wondering whether there might be a theoretical risk of ect if there is an issue with circuit integrity. It was noted the hcp would zero out the ins and turn it off prior to ect. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 3389, lot# unknown, product type lead. (B)(4).